Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. To address these problems, the customer replaced the infusion set and cartridge, resumed insulin delivery, and received guidance from technical support, including off-label insulin messaging. The customer reverted to an alternate pump for insulin therapy.